Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information received, it was reported that during shoulder arthroscope, when surgeon push the coag. Button, which is located on handle of this product, coag. Function was not working. The device was received and evaluated in juarez laboratory. Visual inspections revealed signs of activation and no visual damaged found in the shaft, cord, and cable. To test its functionality, electrode was tested on ablation and coagulate mode, as a result, no anomalies were observed. Also, it appeared that the suction tube have a blockage, which looks like bubbles in the tubing, which is hard plastic/gel. The electrode was sent to the manufacturer for further investigation. Based on the evaluation results of the manufacturer, this condition found in mitek laboratory was reviewed again and not issue found. The vapr clplse90 electrode w hand cntrls was returned to manufacturer for evaluation. The visual inspection and functional test were conducted by the manufacturing. The visual inspection revealed that the device was not returned in the original packaging, the device was in a used condition with tissue in the active suction port and there was staining visible in the suction tube. Finally, no visible damage to the device shaft, handle, cable or plug. During the functional test, the device successfully passing both the electrical and functional tests. The mitek report stated that the suction was blocked, the testing again found no issue and the flow specification achieved. The customer reported fault ¿coag button not working¿ could not be confirmed as the returned device successfully passed both electrical and functional testing. The device was found to meet the manufacturers specification; therefore, no further investigation is possible. It may be possible that there was a fault elsewhere within the electrical surgical system or a user issue however this cannot be confirmed. A DHR review has been performed for the complaint device lot number u1911090; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. No correction action has been implemented. The product was found to meet specification and no correction action is required. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that preoperatively to a shoulder arthroscopy procedure on (B)(6) 2021, it was observed that the coagulation function on the vapr clplse90 electrode w hand cntrls device was not working. There was no delay or adverse patient consequences reported. No additional information was provided.